Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the display screen on their device was badly scratched and difficult to read because it had become dim. This complaint is being reported because it was not resolved at the time of the call. There is no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 04/05/2017 - device evaluation: the following investigation results were inadvertently omitted from the previous supplemental: investigation revealed that the display was scratched.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: during investigation, the pump was powered on to a very dim display with a red hue. Unrelated to the original complaint, the up arrow key was intermittently responsive. The keypad was removed to find a defect to the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.